Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure was performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device revealed that the balloon was ruptured and detached. The tip part of the balloon was not returned. It was noticed that the catheter was detached, and both the catheter and guidewire were kinked. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure was performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.